Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. Since the device was manufactured more than 15 years ago, it is not possible to check the records. Based on the results of the investigation, it is believed that the reported failure was likely caused by one of the following: physical damage due to a drop of impact. Possibly exceeding its useful life limit. Or potentially an overcurrent issue due to facility power output. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Two faulty circuit breakers were discovered in the rear of the device. Additionally, the power switch on the front was damaged with cracked protective cover. The main lamp also failed to ignite and a non-olympus spare lamp was being utilized and needs replacing. The air pressure was low. The connection socket, air joint unit, and mount were all worn out in the front of the device. Furthermore, the top cover, rear panel, and bottom chassis were deformed and corroded. Screws in the device were also noted to have corroded. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, during device maintenance, the halogen light source would not power on. The initial reporter inquired about possibly replacing the breaker. There was no patient involvement during this event.